Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to a device change out procedure due to normal elective replacement indicator, few episodes of noise issue were observed on the ra lead. Physician was not concerned however during the procedure significant insulation degradation damage was observed on the ra lead. The noise issue was due to the insulation degradation and the noise episodes showed as auto mode switch episodes. The device was sensing the noise but it was not a sensing noise issue. Physician attempted to implant a new ra lead however was unable to due to inadequate venous access. A repair kit was used to repair the insulation damage by adding extra insulation on the ra lead and suturing it down. Lead testing was normal. Patient was stable.